Manufacturer narrative:
The last of the console data logs, product and clinical images were received by the manufacturer on june 21, 2017, therefore the investigation is underway. A follow up report with the results of the investigation will be submitted following the completion of the evaluation. (B)(4).

Event description:
An impella cp was implanted into a (B)(6) male patient who suffered an acute myocardial infarction, for support during a protective coronary intervention (pci). The patient had a history of 80 % stenosis of the right coronary artery (rca) , 100% stenosis of the left circumflex (lc), ventricular fibrillation, pulmonary edema and was administered CPR. The patient had a cardiac infarction with percutaneous transluminal coronary angioplasty (ptca) and stenting procedure and was placed on ECMO on (B)(6)2017. The impella cp was implanted for left ventricle (lv) decompression on (B)(6) 2017. ECMO was explanted on (B)(6) 2017 and impella cp was explanted on (B)(6) 2017. The physician observed a structure on the inlet area of the impella catheter upon explant. After explantation the patient developed mitral regurgitation. The physician reported the impella was close to the mitral valve area during the case, however there were no alarms and the flow rate was normal. The team did not feel that intervention or correction was necessary. The IFU recommends "the impella inlet area of the catheter should be 3.5 cm from the aortic valve annulus and well away from papillary muscle and subannular structures." The patient later developed sepsis and expired.

Manufacturer narrative:
The last of the console data logs and products were received by the manufacturer on june 21, 2017. This investigation included a review of the clinical description, returned product, tee clinical images, tissue analysis and console data logs. According to the clinical description, an impella cp was being explanted and biomaterial structure was noted to be found in the inlet cage of the pump. The patient then began to deteriorate and it was discovered they were suffering from mitral regurgitation. The plan was to perform a mitral clip but the patient expired before the procedure could be completed. The biomaterial structure found in the inlet cage was sent for testing by the hospital. The biomaterial structure was found to not be mitral structures. A review of the tee clinical images of the heart that were taken after the pump was explanted revealed the mitral valve was damaged. The original report stated "the physician reported the impella catheter was close to the mitral valve, however there were no alarms and the flow rate was normal. The team did not feel that intervention or correction was necessary." However, a review of the console data logs revealed the pump was out of position triggering "impella position in ventricle" and "position unknown" alarms on the fifth day of support, and prior to explant. The pump was returned for evaluation. The pump's inlet cage struts were free from any protrusions, burrs and sharp edges. Without having clinical imaging of the device taken while inside the ventricle, it is not possible to determine the extent of the interaction between the pump inlet cage and the mitral structures. There were no defects found on the returned product components that would be likely to contribute to this issue during normal pump performance. The root cause of the mitral valve damage was unable to be determined because the extent of the interaction between the pump and mitral structures could not be determined from the returned imaging that was returned for evaluation. A review of the complaint system did not reveal any other complaints related to this reported issue for other pumps in this lot. A review of the device history did not reveal any mrrs or reworks related to the failure mode. (B)(4).